Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) went to elective replacement indicator (eri) and the patient had an episode of syncope due to a lack of output during the eri check. The crt-p was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Off-site analysis found the battery electrical resistance exceeds specification. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.